Event description:
Caller reported experiencing a cgm error, referenced as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, guiding the caller through the process. After the reset, the cgm error did not reoccur, and the caller successfully initiated their sensor session.